Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2009 and (B)(6) 2018. Lens remains implanted. Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search in the complaint history revealed that no another complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor has a patient that was not seeing clearly after cataract surgery after implanting a zma00 intraocular lens (iol) for reasons that seemed like a typical yttrium aluminum garnet (yag) laser would solve. After yagging the capsule, the patient¿s vision did not change much. The doctor indicated that it seems like a posterior capsular opacity (pco) membrane but it is on the posterior surface of lens. The visual acuity reported is 20/25 + but not clear like new lens. It was noted that no explant is necessary.